Event description:
Lifetime permanent infection also bone marrow inf. Assaulted from two physicians, hypodermic steel chrome prescriptions for virus control making targeted complainant sick to his stomach. (B)(6) with "brute force" injected me twice to my gum bone and became belligerent at me. (B)(6) injected me in my gum, lip, tooth and bone savagely. (B)(6) would not return my phone to speak with me after mouth, lip, jaw symptoms occurred. At her office from (B)(6), two female dentists (B)(6) "falsified" medical dates of appointments input in the computer (injections). Spoke with (B)(6) and was shown all visits with (B)(6) computer, (B)(6) is not a suspect or at fault. Novocaine injected from both female dentists caused the following permanent conditions - eye damage, bone marrow blood, saliva, stomach coughing, sneezing, perspiration, penis stinging, anal itching, skin feeling, rashes, bug symptoms crawling underneath my skin and all over my body. After both of these injections from (B)(6) there were very stinging/stabbing, jumping symptoms that prevented me from opening, closing, my mouth as well as chewing food and drinking beverages. I had to bandage the inside of my mouth too keep the stinging pain away, but couldn't get the bandage to stick inside my mouth. This lasted for almost a month and then the bumps, pimples came back inside my mouth (blisters too). What did (B)(6) injected me with?